Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the sensor wire too weak. It was unknown whether the device had met specifications. The product was used for treatment and diagnostics purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient cooling phase ended. When the nurse tried to start to rewarm the nurse received an alarm and the therapy was stopped. The nurse checked the event log and noted an alarm 14 (probe out of range) and alert 05 (reservoir low). Also the two bars of water in the machine. Ms and s ensured that the probe reads on both the bedside monitor and the arctic sun device (both reads as 35.3 c). The nurse connected the probe and started to rewarm. The nurse would call back if needed. Ms and s showed the nurse how to use to rewarm from tab to monitor patient rewarm. The patient temperature was 35.3 c the target temperature was 37 c the water temperature was 25.7 c and the flow rate was 2.1 lpm and the rewarm rate of 0.3 c per hour.

Event description:
It was reported that the patient cooling phase ended. When the nurse tried to start to rewarm the nurse received an alarm and the therapy was stopped. The nurse checked the event log and noted an alarm 14 (probe out of range) and alert 05 (reservoir low). Also the two bars of water in the machine. Ms and s ensured that the probe reads on both the bedside monitor and the arctic sun device (both reads as 35.3 c). The nurse connected the probe and started to rewarm. The nurse would call back if needed. Ms and s showed the nurse how to use to rewarm from tab to monitor patient rewarm. The patient temperature was 35.3 c the target temperature was 37 c the water temperature was 25.7 c and the flow rate was 2.1 lpm and the rewarm rate of 0.3 c per hour.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient cooling phase ended. When the nurse tried to start rewarm, the nurse got an alarm and the therapy stopped. The nurse checked event log and noted alarm 14 (probe out of range) and alert 05 (reservoir low). Also, two bars of water on the machine. Mss ensured that probe read on both bedside monitor and the arctic sun device (both read 35.3c). Connected probe and started rewarm. The nurse would call back if needed. Mss showed the nurse how to use the rewarm from tab to monitor patient rewarm. Patient temperature was 35.3c, target temperature 37 c, water temperature was 25.7c, flow rate was 2.1lpm and rewarm rate 0.3c/hour.